Event description:
The customer reported that the ventilator would operate on backup battery power but when it was connected to ac power the unit would alarm and shut down. The customer reported the ventilator was in use and there was no patient harm. As the device was out of warranty, the mfrs product support engineer advised the customer to replace the power supply to address the reported problem.

Manufacturer narrative:
Device out of warranty; no request for service from customer.